Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "on (B)(6) 2024, a central venous catheter was placed in the right neck of the child. At 15:00 on (B)(6) 2024, the child was found to be bleeding from the catheter, and it was found that the catheter was broken, so the child was immediately given compression to stop the bleeding, and the central venous catheter was withdrawn, and the skin condition of the puncture point in the right neck of the child was evaluated, and appeared to be red and swollen, and the procedure of withdrawal was the same as that of the normal catheter, and there was no abnormality of the puncture point with normal compression." The patient was reported as fine post the incident.